Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer received failed battery test. The customer's blood glucose level at the time of incident was 395mg/dl. The customer had been hospitalized for diabetic ketoacidosis. The customer was treated for the highs. The customer was advised to monitor the device and call back if issues persist. The customer declined to troubleshoot for the highs.